Event description:
It was reported that the subject device did not recognize the camera head during set up / inspection for use for a therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, e4, h3. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e222: camera-head communication failure. Endoscope images are not displayed intermittently. Rx module failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video processor did not detect the camera head due to a communication failure (e222); hence the images were not displayed. Both malfunctions are related to the printed board failure (rx module failure). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.